Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had initial comprehensive reverse shoulder arthroplasty and subsequently revised due to disassociation within three weeks post primary implantation. No additional information is available from the event.

Event description:
No additional information is available to report.

Manufacturer narrative:
Concomitant medical products: 115310 comp rvrs shldr glnsp std 36mm 225100, 115383 comp rvs cntrl scr 6.5x35mm st 238690. Complaint sample was evaluated and the reported event was unconfirmed. Visual examination of the returned product identified minor damage to both the taper adapter and base plate. Review of the device history records identified no related deviations or anomalies and the product was hundred percent inspected and was confirming at manufacture. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.